Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after 37.0 months of service due to an elective replacement indicator (eri). A boston scientific representative reported that battery voltage is likely fine, but the device had an extended charge time. The patient believes the device depleted prematurely, and has requested receiving either a phone call or printed report of the device's analysis. No adverse patient effects were reported. Another guidant ICD was successfully implanted without reported incident.